Event description:
During the catheter insertion, the customer realized the product had a broken guide wire.

Manufacturer narrative:
The sample was not returned for evaluation. No add'l info is available from the reporter regarding details of the event or pt. Upon completion of the investigation, a supplemental report will be submitted.